Event description:
It was reported that the heating button on the level 1 hotline low flow system (hl-90) was not working. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h2: additional information: d10. H3: one level 1 hotline low flow system was received with the enclosure starting to crack by the drain fitting, both covers cracked and scratched and a worn line cord. The water tank was filled, a temperature check was attached, the line cord was plugged and the device was turned on. The reported "button for the heating is not working" issue was unable to be duplicated. There was no fault found with the returned fluid warmer.